Event description:
The doctor reported the implant was removed due to loss of osseointegration approximately 3 years - 11 months after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Bone resorption and local infection around the implant placement area was reported during the implant removal surgery. The patient has since recovered.